Event description:
Healthcare professional reported "capsular contracture grade 1".

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d.6a, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported of an unknown side device: "intracapsular rupture". The device remains implanted.